Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to further troubleshoot; however, no response was received and therefore no additional information was obtained.